Event description:
An ophthalmic surgeon reported that aspiration failure occurred due to occlusion. The pack was exchanged, however, the same incident occurred, so the surgeon considered that there was issue on the pack, handpiece or console. The surgery was completed without any harm to the pt. Add'l info has been requested.

Manufacturer narrative:
At this time, the recall number has not been issued. A supplemental MDR will be filed when the recall number is issued. A sample has not been returned for investigation. The customer's complaint history was reviewed for the period of one year. This is the first complaint reported for this issue. There have been no add'l complaints reported against the finish goods lot and the device history record shows the product was released per specifications. The customer did not retain a sample for this complaint report, visual inspection or functional testing could not be conducted. While a sample was not returned for this event, similar complaints have been investigated upon which it was determined that during the aspiration line assembly of the affected products, a misalignment occurred between the tubing holder and the tool used to stretch the tubing, which allowed for the inner tubing all to become damaged. This damaged section was then inadvertently detached from the tubing wall by the luer fitting during the insertion stop; allowing for the piece of tubing to become inserted into the aspiration line. (B)(4).